Manufacturer narrative:
H3: analysis of product ID: nim4cm01 found no faut in the device. Analysis of product ID nim4cp01 confirmed customer issue regarding no communication, unit presented with sw 1.7.5. Main board failure and broken housing clip. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Fdr c070603, c0201 and fdc d02 is applicable for product ID: nim4cpb01 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively the console is displaying a pi box fault message. The issue was not resolved after troubleshooting, therefore procedure was continued without nim. There was no patient present.